Event description:
The manufacturer received information alleging a ventilator's right navigation button, which is used to change device settings, was broken off. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's keypad and front panel pca were found to be damaged. The device's keypad and front panel pca were replaced to address the issue.